Event description:
The contact from a fire department stated that they received low normal control test results of 48 and 52 mg/dl. The range is 75-108 mg/dl. The department tested the blood glucose of a pt he had a blood glucose reading of 54 or 55 mg/dl and was given IV glucose. When the pt's glucose was tested at the hosp., it was over 300 mg/dl. The contact would not give any more information. The meter and strips are to be returned for evaluation, and replacement products will be sent.